Event description:
Further investigation by medtronic ave reveals that the event referenced in MFR# 2953738-2001-00297 is the same event referenced in MFR report# 953738-2001-00281.

Event description:
An aneurx stent graft of unknown size was implanted in a pt for endovascular treatment of abdominal aortic aneurysm on an unknown date. Aneurysm size was reported to be 8.2cm in diameter with an aortic neck size of 26mm. The pt was reported to be a high-risk candidate for an open procedure due to their age and their coronary artery disease. The initial result after implant was reported to be "excellent" with abdominal aortic aneurysm exclusion. It was reported that there was proximal migration of the aneurx stent graft found on a follow-up CT scan, and that the pt was at high risk for rupture of the aneurysm should pt develop an endoleak. In 2001, the pt's physician requested a talent aortic cuff, and the implant of the device was reportedly scheduled 2 months later. It was reported that the pt died on the event date of unknown causes. No other info is available.